Manufacturer narrative:
(B)(4). Patient age at time of event: late 70's. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-06263. It was reported recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman &#59393;access system was advanced into the patient. A watchman laa closure device & delivery system was advanced into the access system. The closure device was deployed, but it needed to be fully recaptured as there was not adequate compression or position. The closure device was unable to be recaptured, so they performed a partial recapture and unsnapped the delivery system from the access system. They were then able to remove the delivery system with the closure device from the patient. They attempted to implant another closure device; however, it did not meet the release criteria and was fully recaptured and removed. There were no patient complications and the patient's condition is fine.